Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted for gi bleeding on (B)(6) 2014. Testing was performed, anticoagulation was adjusted, and the pt was discharged home and currently doing fine.